Manufacturer narrative:
(B)(4). Batch # r94v5. Investigation summary: the device was tested on a generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. Then the device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a mammectomy, the activation sound was heard even though the hand switch was not pressed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.